Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold of greater than 7.5 volts as well as loss of capture with no asystole observed during a routine in-clinic check approximately two (2) months after it was initially implanted. As a result, a lead revision was attempted but due to lead removal difficulties and difficulties in retracting and extending the lead helix, the lead was ultimately explanted and replaced with a new rv lead during the same procedure. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the whole lead was returned intact. Setscrew marks were observed on the terminal pin in the correct location. The helix was extended with dried blood and body fluid in the helix housing. A stylet insertion test was unsuccessful due to slightly deformed rate/sense coils near the terminal end which prevented a helix mechanism test from being performed. Electrical testing was completed, and measurements were within normal limits. Additional testing confirmed inner insulation integrity, but outer insulation integrity was not confirmed due to damage likely to have occurred during the explant procedure. The analysis concluded that the clinical observations of high threshold and loss of capture could not be confirmed base on the electrical and inner insulation integrity tests, which indicate there are no conductor fractures. In addition, the analysis concluded that the clinical observations of helix extension and retraction difficulties as well as lead removal difficulties were due to deformed coils believed to have occurred from excessive torque applied to the helix mechanism during the revision procedure.